Event description:
It was reported that patient underwent a double-j fallopian tube removal surgery today. While lying in bed, they suddenly heard a popping sound in their stomach. They told the nurse that the foley catheter had slipped partially out of urethra. After notifying the attending physician, the catheter was removed, and they was allowed to urinate on their own. They reported no abdominal pain or urethral discomfort.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). The labeling and instructions for use were reviewed and found to be adequate. The DHR review could not be performed without a lot number. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient underwent a double-j fallopian tube removal surgery today. While lying in bed, they suddenly heard a popping sound in their stomach. They told the nurse that the foley catheter had slipped partially out of urethra. After notifying the attending physician, the catheter was removed, and they were allowed to urinate on their own. They reported no abdominal pain or urethral discomfort.